Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leakage was observed during transport, after preparation and before administration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between june 20, 2022 - june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.